Event description:
Rptr had 2 sets of implants that became hard and painful within weeks. She had them replaced and both sets were found broken. For a period of approx 10 yrs, when the implants were so hard and painful, rptr was so embarassed that she would not allow any physical contact with another person (even grandchildren). Rptr also experienced chronic fatigue, shoulder, arm and hand weakness, pain, immobility, weakness, (dropping things due to weakness), extreme joint pain, memory loss, word loss, concentration problems, insomnia (sleep only with antidepression medicine), depression and anxiety. Rptr needs to have the scar tissue with silicone removed as soon as possible. (Same rptr referred to in 1002306.) (*)